Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away at home. The cause of death was unknown, but the death was not considered to be device related. It was noted the device operated as expected and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The account communicated that (B)(6) will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.